Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window and case. The insulin pump was received with pillowing keypad overlay. The insulin pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
It was reported that the insulin pump was broken. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The product will be returned for analysis.